Event description:
Vitek 2 reported incorrectly that a c. Freundii isolate was amoxicillin/clavulanate susceptible. This organism is routinely amoxicillin/clavulanate resistant. The pt was given antibiotic therapy based on this incorrect susceptibility data.